Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced fpc carriage cable, and tube drivearm. The proximate cause of the reported issue was due to 352.7200 of the fpc carriage cable. A review of the device history record for (B)(4) was performed from 1/16/2015 to 8/21/2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced error codes/messages.